Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation. The patient was having problems after she met with the manufacturing representative. The settings were fine in the office and all of a sudden, everything increased automatically. It went over to both of the patient¿s legs, into her feet and they became real numb, so she turned the device off completely. When the patient was lying down, the machine went up automatically on its own. The night prior to the report, ¿the patient was sleeping and it was on a low setting at 90 and by 1 a.m., the patient must have turned or moved and it increased, but the screen still displayed 90.¿ the patient¿s adaptive stimulation had not been enabled. The patient had an appointment to see the physician on (B)(6) 2014. Interventions and patient outcome were not reported. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.